Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt was implanted with an ipg on (B)(6) 2008. It was reported that she is without stimulation and unable to communicate with the ipg using either the programmer or the charging sys. She reportedly suffered a recent fall and was said to have fully recharged her ipg approx two months. In an effort to resolve this matter, a new programmer and charging sys were shipped to the pt. No further info is available at this time as all attempts to confirm resolution have been unsuccessful.